Manufacturer narrative:
Date rec¿d by MFR : 29apr2019. The manufacturer's field service engineer (fse) confirmed the reported touchscreen issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a touchscreen failure. No patient or user harm was reported. Event date not specified, estimate used.